Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: bullet tip condition, conforming; desufflation lever condition, conforming; inner gasket condition, conforming; latch condition, conforming; obturator condition, conforming; outer gasket condition, conforming; reset button condition, conforming; sleeve condition, conforming; stopcock condition, conforming; trocar condtion, conforming. Functional tests & results: does safety shield retract, conforming; flapper door functional, conforming; lockout functional, conforming. Analysis conclusion: based upon the inquiry info received, visual examination and functional test, it was concluded that the reported "knife blade would not go through" the trocar shield during surgery occurred due to a slightly bent knife shaft. The instrument was tested and the knife shaft was found to retract intermittently due to the bent kife shaft. No conclusion could be reached as to how the knife shaft had become bent. Co reviews each incident as it occurs in an effort to continuously improve products and processes.

Event description:
It was reported the devices were used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the trocars would not engage. Once the safety shields were activated, they would not disengage (the knife blade wold not go through). A new device was used to complete the case. There was no patient consequence